Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown cement - unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. X-ray were evaluated by third party hcp and states that thin periprosthetic lucency was seen surrounding the cemented portion of the femoral component, likely consistent with loosening. Overall fit and alignment appear normal. Besides the lucency surrounding the cemented portion of the arthroplasty, remaining bone quality appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent an initial surgery on an unknown date. Subsequently, the patient was revised due to cement loosening in the femoral side. It's unknown what type of cement was used in the prior surgery. The original implants were the zimmer biomet rhk. No further event information available at the time of this report.